Event description:
It was reported by a nurse that a vns patient was found to be at unintended settings at a follow-up appointment. On visit (B)(6) 2012 patient setting were titrated up to: 1.25/25/250/30/3.0/1.5/60/500. Patient was seen on (B)(6) 2012 and interrogated her device- settings were 1/20/500/30/60/1/30/500. Diagnostics showed everything was functioning correctly. Patient was re-programmed by the nurse to 1.25/20/250/30/1.5/30/500 and current interrogation of the device shows correct setting now. Additionally, review of programming history indicated that a faulted system diagnostic occurred on (B)(6) 2012 and likely caused the reset in settings as interrogation after the reset resulted in 1/20/500/30/60/1/30/500.

Manufacturer narrative:
Analysis of programming history.